Event description:
During a literature review of (B) (6) associations website, the following post "calaxo osteoconductive interference screw: the value of post-market surveillance" confirmed that 11 pts had prominences. Four requiring surgical debridements.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)